Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead during the implant procedure. Additionally, the physician alleged the helix was retracting without being manipulated. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.